Manufacturer narrative:
The insulin pump passed the self-test and displacement test. There was no unexpected error noted. The backlight was working properly. They were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. There were no compromised force sensor system alarms noted. The pump was received with a cracked case at the lcd window corners and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a compromised force sensor system alarm on the insulin pump. Customer stated that the backlight is not working on the pump. Customer's blood glucose was 171 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.